Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead dislodged due to twiddler's syndrome. The patient was hospitalized and a new rv defibrillation lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.